Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's batteries would not hold a charge in the monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (battery won't hold charge) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.